Event description:
The operator received a cut between the thumb and the palm of her hand from a metal bracket near the decapper on the inpeco system when removing samples from the track area. The operator washed her hand and put a band-aid on the cut. No further medical treatment was obtained.

Manufacturer narrative:
Investigation is in process, no codes can be determined at this time. An investigation is in progress. A final report will be submitted when the investigation is complete.